Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found the gear pump pressure was out of specification. He adjusted the gear pump pressure, adjusted the sample probe cell position, fixed a hole in the vacuum rinse tube, and cleared a plug in the rinse nozzle squeegee. He then ran hardware checks and precision testing, which passed within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 4000 c311 stand alone system. One example for creatinine jaffé gen. 2 was provided. The initial result was 1.8 mg/dl and the repeat result was 6.6 mg/dl. The repeat result was believed to be correct.